Event description:
It was reported that the arctic sun device screen could no longer be operated. Per follow up information received via mail on 03feb2025, device would be repaired in the hospital by crs or at crs depot. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement or patient involvement ¿ therapy was finished with another device. Per sample evaluation results received via task on 12feb2025, it was reported that there was an alarm 76 non-recoverable system error inlet water temperature sensor out of range ¿ low resistance occurred in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a shorted t3. The device was evaluated upon receipt. Alarm 76 non-recoverable system error inlet water temperature sensor out of range ¿ low resistance. Replaced manifold assembly. Passed all testing. A review of the risk document, dfmea ra2800010 rev 23, was performed for this investigation. The reported event is addressed in step # ra98. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen could no longer be operated. Per follow up information received via mail on 03feb2025, device would be repaired in the hospital by crs or at crs depot. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement or patient involvement ¿ therapy was finished with another device. Per sample evaluation results received via task on 12feb2025, it was reported that there was an alarm 76 non-recoverable system error inlet water temperature sensor out of range ¿ low resistance occurred in an arctic sun device.